Manufacturer narrative:
Zimmer biomet complaint (B)(4).

Event description:
It was reported that a healing abutment (ieha453) could not seat. Another healing abutment was used to complete the procedure.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
A certain® bellatek® encode® healing abutment 4.1mm(d) x 5mm(p) x 3mm(h (ieha453) was returned for investigation. Visual inspection of the as returned product identified worn markings due to usage however no damage. The returned device was measured with a caliper (B)(4). Cal due: sep 25, 2020) and verified to match DHR specifications per dwg no. 222024 rev m. Functional testing was performed for the returned product with an in-house stock implant and it was determined that the abutment seated and hand tightened as intended. No pre-existing conditions were noted on the per that could cause or contribute to the reported event. The tooth location and length of implantation is unknown. Pictures or x-ray images were not provided. DHR review was completed for the subject lot number (1221472). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (1221472) for similar event and no other complaint was identified. November post market trending was reviewed and there were no actionable events or corrective actions for the reported event does not seat and device (ieha453) . Based on the available information, device malfunction did not occur and the reported event was unconfirmed. The following sections have been updated: b4: date of this report. D4: unique identifier (UDI) number. D4: expiration date. D10: device availability. G4: date received by manufacturer. G7: checked "follow-up". H2: checked follow-up type. H3: device evaluated by manufacturer. H4: manufacturer date. H6: entered evaluation codes. H10: added manufacturer narrative.